Event description:
It was reported that loss of capture was observed on the right ventricular lead. Lead fracture was also noted. The lead was explanted and replaced.

Manufacturer narrative:
The reported events of lead fracture and loss of capture were not confirmed. A partial lead, connector portion was returned in one piece. Analysis of the lead did not find conductor fractures. The damage found was sustained during the surgical procedure. The lead was otherwise normal.